Event description:
Foreign study. Same case as MFR# 's: 2134265-2009-01078, 2134265-2009-01080, 2134265-2009-01082. It was reported that 119 days after a coronary artery drug-eluting stenting treatment procedure, the patient experienced restenosis. The procedure treated two lesions. The first lesion was located in the proximal right coronary artery (rca). This lesion was de novo, 99% stenosed, with a diameter of 2.75mm and 45mm in length. This lesion was treated with pre-dilation using two unspecified 2.62x15mm balloons at 16 atms. Two taxus express2 stents (3.00x32mm and 3.00x16mm) were implanted at 14 atms each. These stents were post-dilated with an unspecified 3.20x15mm balloon at 20atms. The second lesion was located in the proximal left anterior descending (lad) artery. This lesion was de novo, 90% stenosed, with a diameter of 2.50mm and 42mm in length. This lesion was pre-dilated with an unspecified 2.62x15mm balloon at 16 atms. Two taxus express2 stents (2.75x20mm and 2.75x24mm) were implanted at 14 atms each. The stents were post-dilated with an unspecified 15mm balloon at 24 atms. After stent placement, ivus was performed confirming that all 4 stents were apposed properly. Following treatment, it was confirmed that both lesions had 0% diameter stenosis with timi-3 flow. The patient was discharged two days later on panaldine and bayaspirin. The site reported that there were "no problems" during a follow up with the patient 53 days after the initial procedure. However, the site reported that the patient had in-stent restenosis 119 days after the procedure. A percutaneous coronary intervention was performed 11 days later. The proximal rca was 90% stenosed, with a diameter of 3.00mm, and 12mm in length. This lesion was treated with a taxus stent and another manufacturer's stent. The proximal lad was 90% stenosed, with a diameter of 3.50mm and 18mm in length. This lesion was treated with another manufacturer's stent. Post-treatment stenosis of both lesions was 0% with timi-3 flow. The patient was discharged 4 days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned, therefore, a failure analysis of the device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.